Event description:
It was reported that the ventricular lead was difficult to insert into the pulse generator. The physician applied silicon oil and the lead was successfully inserted. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.